Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, the reported event is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) of a basilar artery stenosis, the balloon dissected the vessel. A stent was implanted to treat the dissection. The patient was reported to be "fine".

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) of a basilar artery stenosis, the balloon dissected the vessel. A stent was implanted to treat the dissection. The patient was reported to be "fine".

Manufacturer narrative:
The subject device was disposed.